Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4) - incomplete. The lot number is not currently available.

Event description:
It was reported by the sales rep that their super/rc drill bit 2.9mm was dull during a knee procedure. There were no patient consequences or delays. The case was completed with another like device. The sales rep could not provide a lot number but stated that the device was old. The device is being returned.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. Furthermore, no lot numbers were supplied for the complaint device which precludes conducting a device history record review or a lot specific search in the complaints handling system. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
It was reported by the sales rep that their super/rc drill bit 2.9mm was dull during a knee procedure. There were no patient consequences or delays. The case was completed with another like device. The sales rep could not provide a lot number but stated that the device was old. The device is being returned. Additional information obtained via e-mail from the sales rep on 02-26-2018: the facility has discarded the worn drill bit.